Event description:
After the treatment with juvederm in the glabella area, corner of the mouth and lips, the patient developed nodules at the injection sites. The physician believed the adverse reaction resembled cysts, so an excision was performed on the areas. No fluid was observed after the excision. The patient was prescribed hydase and kenalog to hasten resolution of the symptom. Additional follow-up with the physician noted that about 80% of the area has resolved after usage of hydase and kenalog, but scar tissue has developed around the sites.